Event description:
It was reported that during the opening of a cochlear implant center, the pt had an accident on a tricycle. The tricycle hit a waste water grid and the pt fell forwards onto the road with the front wheel of the tricycle hitting the speech processor and the pt's head. The speech processor was completely destroyed and had to be exchanged. The implant area was reddened and lightly swollen. The pt reported that after a couple of days, she was no longer able to hear with the new speech processor. When the pt was able to hear again, the pt's impression of sound was too loud and also unpleasant, so that at the moment she no longer wears her speech processor on her left hand side. The pt is bilateally implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.